Event description:
It was reported the insulin pump alarmed motor error during basal. Customer's blood glucose was 291 mg/dl. Customer's mother stated customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer's mother was advised to disconnect the device from the customer. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer's mother was advised to discontinue use of the device and revert to back up plan. Device also alarmed no delivery, but was unable to troubleshoot due to customer was not there. No further information reported.